Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-operative check, it was noted that this right ventricular lead exhibited intermittent loss of capture and showed elevated threshold measurements. The device was reprogrammed. A x-ray showed the lead to be in the original position, however a micro-dislodgment was suspected. This lead was repositioned without complications. No additional adverse patient effects were reported.